Event description:
A peritoneal dialysis nurse reported a pt experienced pt line blocked alarm during treatment. The pt could not bypass it and disconnected from the machine. When the pt went to go cancel treatment, there was fluid leak inside the cassette door. The pt reverted to manuals to complete treatment. The pt book cefazolin 1g once a day for three days prophylactically. The pt's effluent remained clear.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.